Event description:
It was reported that the asymptomatic patient presented to the clinic. A chest x-ray revealed the lead had dislodged. No electrical anomalies were noted. The patient was referred to another physician. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.